Manufacturer narrative:
Continuation of d10: product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 explanted: on (B)(6) 2023 product type lead product ID 977a260 serial (B)(6) implanted: on (B)(6) 2021 explanted: on (B)(6) 2023 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back stating they had the implant removed but the doctor decided to leave the wires (leads) in. Caller stated a few of the nurses were surprised that they left them in. Caller stated they are still having a lot of nerve pain that they think are coming from the placement of the wires. Caller stated they are in debilitating pain and can barely walk. Caller is also wondering if they can have an MRI. Agent reviewed information and redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2021, product type lead product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that about a month and a half to two months ago they started having extreme sharp pain under the implant site where the battery is located. Caller described the pain as like getting stabbed with a knife. Caller said the pain comes and goes but it could last as long as a half hour and is extremely worrisome. Caller stated it happens when they're laying flat on their back whether the device is on or off. Caller stated it does not happen every time they lay on their back but maybe once a week or once every 2 weeks. Caller confirmed they have not had any falls or injuries around that time. Caller clarified that the pain stays right underneath the battery and does not radiate or expand. Caller mentioned that they had a really bad situation where they had a long drive during the day and then woke up in the middle of the night in excruciating pain because of this sensation. Caller stated they think they need to have their settings reset. Caller stated that for the last several months the therapy has not been helping much at all, and they don't even turn it on most of the time. Caller added that if they're in extreme pain they will turn it on but then it basically just acts as a tens unit. Caller noted that one of their program groups went all blank and just shows a slash for each program. Caller added that their other two program groups just haven't been the best. The patient was redirected to their healthcare provider to further address the issue. Caller noted they have an appointment with their doctor on monday for injections. A response was received from the patient regarding their complaint. Patient reports they were in extreme pain, burning stabbing pain when device is on and when lying face down. Also patient adds there were no external factors to have cause the issue. Patient's they met with a rep who adjusted their device settings with no improvements. They will be having a device removal